Event description:
It was reported to boston scientific corporation on september 03, 2020 that a hot axios stent had been implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on an unknown date. According to the complainant, on (B)(6) 2020, a scheduled stent removal procedure was performed. During the procedure, while removing the stent with rescue graspers, the stent unraveled and pieces of the stent wire broke off into the stomach. The physician was able to remove all the broken stent pieces and the remaining stent using rescue graspers. The procedure was reported to be successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach. Additional information received on october 05, 2020: according to the complainant, a resolution clip was used during the stent implantation procedure.

Manufacturer narrative:
Block b5 has been updated with additional information received on october 05, 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 1069 captures the reportable event of stent break. Block h10: the hot axios stent was received for analysis and the delivery system was not returned. The stent was received with a resolution clip attached. Visual examination of the returned device found the stent was unraveled and deformed. The stent cover was also damaged (holes). The outer diameter (od) of the stent was measured and was found to be within specification. No other issues were noted with the stent. The reported event of stent break was confirmed; the stent was returned damaged and deformed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu)/ product label. The complainant reported that the stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The dfu states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall". However, the device was placed transgastric to the stomach which is not indicated in the dfu. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the incorrect patient anatomy where the device was used and/or the technique used by the physician during stent implantation procedure including the use of the resolution clip, limited the performance of the device and contributed to stent break, unraveled and the stent cover damaged. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent had been implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on an unknown date. According to the complainant, on (B)(6) 2020, a scheduled stent removal procedure was performed. During the procedure, while removing the stent with rescue graspers, the stent unraveled and pieces of the stent wire broke off into the stomach. The physician was able to remove all the broken stent pieces and the remaining stent using rescue graspers. The procedure was reported to be successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.